Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis, which may have led to multiple organ failure, and resulted in blood clots and multiple strokes. Troubleshooting was performed. The nurse filled a reservoir and received a low battery alarm. The nurse stated that inside of the insulin pump, she smelled insulin. The nurse requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.